Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. It was noted the short v-v intervals were potentially due to ectopy. The rv lead remains in use. No patient complications have been reported as a result of this event.